Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment, however, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. During the visual inspection, evidence of dried fluid was found under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. No other discrepancies were encountered. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and passed without alarms or failures. The cycler underwent and passed a voltage check and a mushroom head check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that the liberty select cycler powered down while the patient was connected. The event occurred during an unknown phase of treatment. Upon power up, the screen of the liberty select cycler went blank. The ok and stop keys were on, however the screen remained blank. The power cord was reseated, the power switch was switched off and on, and the outlet was changed; however, the screen still remained blank. At that point in time, the ts representative advised them to discontinue use of the cycler and a replacement cycler was issued to the patient. Ts also recommended notifying the patient¿s peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that the patient would perform an alternate method of pd therapy. Upon follow up, the patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The patient did not complete their treatment. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.